Manufacturer narrative:
It was reported that the ventilator generated alarms for low expiratory minute volume. The ventilator was replaced by a ventilator of another brand. There has been no request for any examination of the subjected ventilator. Logs were retrieved from the healthcare facility. Investigation is performed using the provided information and the logs from the ventilator. Provided logs confirm the reported alarms for expiratory minute volume low as well as alarms for respiratory rate low and peep low. The alarm generation indicates a leakage in the patient breathing circuit or a disconnect situation. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The used patient breathing circuit was reportedly of another not stated brand. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the alarms has not been conclusively determined but they were most probably due to a leakage in the patient breathing circuit. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 07/08/2020. Corrected manufacture date: 07/03/2020 h3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).